Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that system does not turn on. Upon troubleshooting, fse found that the system crashed intermittently. To resolve the issue, fse reloading software suite pc and replaced x-ray pc and reloaded to sw x-ray pc. After replaced x-ray pc and reloaded to sw x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.